Event description:
It was reported that an ilet device did not wake because it was fully depleted and initially connected to a nonfunctional power outlet, after which the user connected the charger to a different outlet and the charger indicator illuminated and charging proceeded as expected. Symptoms included no clinical effects. Outcomes included no impact or medical intervention beyond a temporary inability to use the device until charging resumed. Investigation included troubleshooting with the user, confirmation of charger function on an alternate outlet, and education to allow sufficient time for the device to wake after full depletion. Investigation of this case revealed that the device and charger functioned as designed and that the issue was attributable to use of a faulty wall outlet and a fully depleted battery. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with power source selection and normal device behavior after full battery depletion.

Manufacturer narrative:
Initial.